Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. After extensive testing, the reported issue (no image) was not confirmed or duplicated. However, when the subject camera head was connected to the cv-180 evis exera ii video system center provided by the customer, no endoscopic image was displayed on the monitor. Therefore, concluding that the cause of the reported failure came from the processor malfunction and not the camera. In addition, service found the cable of the camera head had a cut on its sheath. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that prior to a procedure, when the camera (subject device) was connected to the video system center (cv-180), there was no image displayed on the monitor. Another similar device was used to complete the intended procedure. There was no patient or user injury reported due to the event. This medwatch report is being submitted for the otv-s7proh-fd autoclavable camera head, with patient identifier (B)(6). The cv-180 evis exera ii video system center is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.